Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the device did not alarm for asystole and the patient passed away. The clinical audit log was reviewed, indicating the alarms were present. No additional information was provided; therefore, good faith efforts are being performed.

Event description:
Philips received a complaint on a patient information center ix indicating that the device did not alarm for asystole and the patient passed away. The customer indicated the patient was in asystole for nine minutes before staff attended to the patient. The central station was tested, with no issues found. In addition, the speakers were also functional. The clinical audit log was reviewed, indicating the alarms were present. The care unit is set up with one central station and many rooms, with the nurses being responsible for responding to alarms.

Manufacturer narrative:
Analysis was performed by onsite service personnel which included functional testing and log file review. The results of the analysis indicated no problem was detected with the function of the central station and the speakers worked without issue. The complaint was escalated for a technical complaint investigation. The results confirmed that there are alarms sounded on february 24 between 00:05 and 00:17. There were red alarms being sounded on the tel2 monitor and on the pic iic2ouest. Based on the results of the analysis, the product was confirmed to be operating per specifications, and the cause of the reported problem was not confirmed; however, there was indication there may be a user issue related to clinical workflow or alarm management that contributed to the event. A review of the service history for this device shows the problem has not been reported again for this device. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.